Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had an open wound. It was noted there might be a compatibility issue with the left ins. It was reported that the open wound was observed in clinic on the day of this report. It was also reported that the open wound was washed and closed in the operating room on the same day as this report. It was noted that the impedance of the device was all within normal range. It was reported that the open wound had been resolved.